Event description:
Additional information was received on 23-aug-2019 from the consumer who reported that she was originally scheduled on (B)(6) 2018 to get the pump replaced, but the hcp¿s cancelled the replacement surgery. The patient¿s pump had been alarming since october and per the patient had stopped working in october or november and was empty. The patient broke her hip in (B)(6) 2018 that caused her to stay in rehab to learn how to walk again. The patient was also in pain from breaking her hip. The patient stated that in (B)(6) 2019 she went to see the physicians and was "very angry with them" because her pain had previously worsened. The patient stated that the physicians had been titrating the medication down in their pump and around this time the patient¿s spouse was diagnosed with dementia which made it hard for her to drive to the doctor¿s office. The physician¿s refused to see the patient and she tried seeing another physician but was unable to get assistance from them. The patient stated since that time she has been incapacitated to t he point where she could not walk. The patient requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain, degenerative disc disease, and spinal pain. It was reported that the patient was told her pump was about to die or stop at any time. She was told it would stop by (B)(6) 2019. It was not working at the performance it should. She was not getting her pain medicine like she should be from her pump; the pump was not delivering it. The healthcare provider (hcp) said they needed to start taking the medicine out of the pump. They were lowering her dose. The patient believed the hcp started lowering the medicine in the pump in (B)(6) 2018. The patient saw the hcp on (B)(6) 2018 and (B)(6) 2018. She had an appointment on (B)(6) 2018 for the pump to be set up to be replaced and the new hcps were refusing to replace the pump. The patient had an appointment for (B)(6) 2018, but she cancelled it. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump alarm was going off and the patient wanted it replaced. No further complications have been reported as a result of this event.